Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast surgery with a 375cc mentor memorygel breast implant experienced rupture on an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient had an explantation on 1/9/2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The device reported in this complaint was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. Since this device doesn't meet criteria for MDR reportability, no additional reports will be sent. Note: manufacturer contact phone number: (B)(6) manufacturer site fax: (B)(6) manufacturer site phone:(B)(6) manufacturer¿s reference number: (B)(4).